Event description:
During attempts to implant a cypher 3.5 x 13 stent in a moderately calcified rca lesion, when pressure was applied to inflate the balloon, the pressure would not increase over 1 to 2 atms. Therefore the unit was removed from the pt, and the user checked the unit outside the pt for any decrease in pressure. No leakage or loose connections were observed on the devices. Consequently, a different cypher was implanted, and the procedure was finished successfully. There was no report of any adverse effect to the pt. The prod will not be returned for analysis due to the pt's infectious disease. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
This prod is distributed outside the us, but is similar to us distributed stent delivery systems.